Event description:
Same case as MFR report #: 2134265-2008-00933, 2134265-2009-02602, -02603, -02605. Clinical trial. It was reported that during the carotid stenting index procedure, the patient experienced hypotension. The index procedure treated a 6.5x10mm, 90% stenosed lesion in the ostium of the left internal carotid artery. Following filterwire placement, predilation was performed. A nexstent was then placed, however, upon removal of the filterwire, there was an accordion-like lesion noted distal to the stent. A second nexstent was placed distal to this stent after the advancement of another filterwire ez system. The second stent jumped and foreshortened, leaving a gap between the two stents. A third nexstent was placed between the two stents to fully cover the lesion. There was some distal accordion like lesion distal to the first stent. Post-dilation was performed and residual stenosis was 5%. The patient experienced hypotension during the procedure and was treated with neosynephrine. The event was considered resolved one day post procedure and the patient was discharged two days post procedure.

Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.